Event description:
It was reported that the implantable neurostimulator (ins) in the patient¿s buttocks used to feel like a sack of silver dollars but now it had smoothed out a bit and had moved. It was different from when they put it in, it was smoothed out. The patient had put on weight and he sat a lot so he basically had pressure on that place all the time, but not severe pressure because he stayed in bed and it was propped up with pillows. It was painful for a while and then it quit hurting. It never got hot, discolored, or was painful when he sat down, it was just a little achy. The patient never ran a fever, it didn¿t change his appetite or his sleeping pattern and didn¿t cause any major or mild changes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).